Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the doctor found swg kinked during used on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.".

Manufacturer narrative:
(B)(4). The customer returned an open kit including the guidewire in its advancer and an introducer needle for analysis. The guidewire advancer cap was not returned. Signs of use were observed. Visual analysis revealed a kink in the distal portion of the guidewire body. No damage was observed to the distal j-bend. Microscopic examination confirmed the damage. Both welds were observed to be present and spherical. The kink in the guidewire body measured 170mm from the distal tip. The guidewire length measured 1010mm which is within the specification limits of 987.5mm-1012.5mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.03780" which is within the specification limits of 0.037"-0.0385" per the guidewire product drawing. The returned guidewire was functionally tested per the instructions for use (IFU) provided with this kit. The IFU states, "advance guidewire through needle or micro-introducer sheath (where used) into vein." The undamaged proximal end of the guidewire was advanced through the returned introducer needle with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guidewire was confirmed through complaint investigation. Visual analysis revealed one kink in the distal portion of the guidewire body. The guidewire met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found swg kinked during used on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required."